Event description:
It was reported the impactor fractured during placement of the femoral. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of photographs. Visual examination of the photographs provided identified signs of repeated use (nicked and gouged) and the device was found to be fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to wear and tear from repeated use over time. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.